Event description:
It was reported that at the user facility, the drill was running without user activation. The user facility was unable to confirm whether the reported event took place prior or during a surgical procedure, but it was reported that there was no harm to any patient. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that at the user facility, the drill was running without user activation. The user facility was unable to confirm whether the reported event took place prior or during a surgical procedure, but it was reported that there was no harm to any patient. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the user facility without an evaluation. It is not possible to determine the cause of the reported event without an evaluation of the device.